Event description:
A customer in the united states notified biomérieux of a false negative cefoxitin screen (oxsf) result for a patient staphylococcus aureus wound isolate while using the vitek® 2 ast-gp75 test kit (reference 415670, lot 2751099203). The isolate was repeated on the vitek 2 using the same lot of cards and tested using genexpert® pcr. The vitek 2 obtained a negative cefoxitin screen result however; the genexpert pcr result was oxsf positive. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux will initiate an internal investigation.

Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding a false negative cefoxitin screen (oxsf) result for a patient staphylococcus aureus wound isolate while using the vitek® 2 ast-gp75 test kit (reference 415670, lot 2751099203). The isolate was repeated on the vitek 2 using the same lot of cards and tested using genexpert® pcr. The vitek 2 obtained a negative cefoxitin screen result while the genexpert pcr result was oxsf positive. Biomérieux investigation was conducted. However, the patient strain was no longer available for submittal and investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Local customer service (lcs) confirmed the customer cleans the dispensettes with soap and water, and the tips cleaned with alcohol in addition to autoclaving monthly. The customer was been advised that autoclaving is the only recommend method for cleaning the dispensette as alcohol and detergent can potentially cause organism growth issues inside of the card, leading to inaccurate results. Vitek 2 ast-gp75 lot # 2751099203 met final qc release criteria. This lot passed qc performance testing. No ncmrs were written against this lot. Ncmrs were reviewed for the last 13 months (30sep2018 to 30oct2019). No ncmrs were written for the ast-gp75 card for performance issues. Without submittal of the isolate, no further investigation is possible.